Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported of multiple failed battery tests from the insulin pump. The customer's blood glucose reading was 15.9 mmol/l. The customer was advised of the alarm and its possible causes. The customer was advised that energizer aaa batteries are the most effective for the pump's use. The customer stated that the batteries should be stored at room temperature. The customer was advised to clear the alarm with the escape and act buttons. The customer was advised that if the alarm is not cleared, the failed battery test will recur with each new battery inserted. The customer was advised that if the battery is not aligned or tightened, the pump may alarm failed battery test. The customer stated that they did not receive failed battery test. The customer was advised to revert to a backup plan per health care provider's instructions. The customer will be sent a replacement pump.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.